Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient found needle had not deployed as intended. The cannula was not visible, indicating a needle mechanism failure.

Manufacturer narrative:
The device was received not deployed with the linkage assembly visibly extended and the needle cap still attached, indicating that the needle mechanism fired into the needle cap. The needle mechanism deployed as intended upon removal of the needle cap. The download data from the pod showed that the device completed both priming sequences and was deactivated by the user after 129 pulses. Inspection found no damages or manufacturing deficiencies that would prevent the pod from deploying. The needle cap still being attached to the device during second prime prevented the needle mechanism from deploying as intended.